Event description:
End user stated that all four corners of the left side bed rail on a 5310ivc semi electric bed have sharp edges, where the rail goes into the socket. The sharp edges allegedly caused a cut to the users right calf. The cut caused a dime sized half-moon shaped wound. No medical attention alleged.